Event description:
It was reported that when the package was opened, the ampoule in the monomer was already broken. It was reported that the surgeon used an alternative device to complete the procedure. There was no report of pt injury or procedure delay.

Manufacturer narrative:
The product was not returned to the MFR, it was discarded by the hospital. The cause of this complaint cannot be determined because the device was not returned.